Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. Meter was able to turn on without problem. We tested the standby current of returned meter, the result was 17.0ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 57/52 mg/dl, for level high were 240/237 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:00 am after the end user alleged she received inaccurate readings from her prodigy diabetes meter. In addition the meter will no longer power on. The end user experienced dizziness and performed a blood glucose test and received a result of 40 mg/dl. The end user was taken to the ER and upon arrival a blood glucose test was performed with the hospitals meter but she stated the result was not revealed. There was no treatment administered and after 2 hours in the ER she was discharged with a glucose reading of 107 mg/dl and instructed to follow-up with her pcp. No additional details were provided in regards to this medical event.